Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Pump was tested and all connections properly functioned.

Event description:
On 10/11/2021 it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump, is not reading hud cables in the back. This was discovered during use in a procedure, there was no additional information provided.